Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the hcp was unable to fill the pump during a routine refill appointment. There were no environmental/external/patient factors that may have led or contributed to the issue. Fluoroscopy was performed and it was confirmed that the pump had flipped. A pocket revision was scheduled for (B)(6) 2019. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.